Manufacturer narrative:
The manufacturer received follow-up information on aug. 01, 2019 identifying the following. The proctor identified this event as an over-sizing. The over-sizing was the only issue identified and there were no device malfunctions highlighted. No further information was received. The manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # a78054, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Based on the information available the event is deemed to be not valve related and any reported issues may have potentially been a result of a procedural mis-sizing, however the exact root cause cannot be established. No further investigations will be performed.

Event description:
The manufacturer received follow-up information on aug. 01, 2019 identifying the following. The proctor identified this event as an over-sizing. The over-sizing was the only issue identified and there were no device malfunctions highlighted. No further information was received.

Manufacturer narrative:
Device not explanted.

Event description:
On may 29, a patient received a perceval pvs25 sutureless aortic heart valve implant. During the sizing some resistance was felt on the transparent side of the sizer (transparent obturator). However, if the white side of the sizer (white obturator) was pressed, it also passed through the annulus, and the hospital-owned 24 mm metal bougie sizer passed through the annulus, so the site selected and indwelled a size l (pvs25). After de-clamping, the patient was in normal sinus rhythm, but 3 hours after surgery, a complete atrioventricular block developed, and a permanent pacemaker was implanted on june 14.